Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure, during the procedure the stylet was unable to be advanced through the lead due to coagulated blood. The lead was explanted and replaced. The patient's condition was stable throughout the event.